Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to urgent care due to high blood glucose levels of approx 300 mg/dl. The customer experienced ketones and excessive thirst. It was also stated that the insulin pump was making a grinding noise during the rewind. The customer was not present at the time of the call. No troubleshooting was conducted. Nothing further was reported.